Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01831. It was reported, the patient is not receiving effective stimulation in her knees. An sjm representative met with the patient multiple times in 2010 and reprogramming was able to provide good coverage of her back and legs to right above the knees. The patient has not used or charged her ipg in over a year. She is seeking a second opinion, and does not know if she wants a revision of the lead and a replacement of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.